Event description:
It was reported that the patient developed epistaxis on (B)(6) 2022 that was treated with bilateral rhino rockets. Subsequent oozing was noted from the left nasal septum. The patient was intubated for airway protection due to desaturation and severe epistaxis. The patient presented to the emergency department (ed) on (B)(6) 2022 with worsening lethargy, dyspnea, fatigue, blood sputum, and lower limb edema over the previous 7 days. The patient fell one week prior and did not note any head trauma. They were given inotropes. The patient was noted to have ventricular tachycardia (vt) storm on (B)(6) 2022 and received an appropriate implantable cardioverter-defibrillator (ICD) shock. On (B)(6) 2022 the patient underwent a silver nitrate cauterization and placement of a nasopore sponge. A rhino rocket was placed in the right nares. The patient received blood products.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient had remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), before ultimately expiring on 21apr2022. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists all adverse events which may be associated with the use of heartmate 3 lvas, including neurologic events (not stroke-related), bleeding, respiratory failure, cardiac arrhythmia, and right heart failure. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.